Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 20.0 mcg/ml unknown morphine at a dose of 8.994 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient was experiencing back pain (1-1.5 months ago). The pain was on and off and when it was off it meant the pump was not delivering the medication like it was supposed to be (almost a year ago). Because of this, the patient had to take oral medications and increase the medication in the pump. The patient had 5 mris within the last two years which were unrelated to the pump or therapy. The patient stated that these MRI's however had drained the battery and the pump was not working properly. The pump was not administering medication like it should be. The healthcare professional (hcp) did a catheter test to see if the medication was coming down the catheter and the results showed it produced 0 amount. The patient stated the motor was not pushing medication out like it should. They had done several tests to make sure it was the pump and they wanted to make sure there was no clog in the catheter line. The catheter line was clear and the end of the catheter had no signs of clogging. The patient needed to have a replacement in (B)(6) 2018. At this point, the plan was to just replace the pump because the catheter seemed to be okay. The hcp stated they would need to bring down dose with a new pump which would require the patient to travel back and forth into the hcp's office more frequently to titrate the medication back up again. No further complications were expected or anticipated.